Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism was blocked, the motor power was too low, the motor power was too weak, the reverse lock was blocked, the housing pressure pin was broken off in the hole, and the trigger was jammed on the compact air drive device. It was further determined that the device failed pretest for check for air leak, and check reverse locking mechanism. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing contact facility name was documented as (B)(4) synthes produktions (B)(4) ((B)(4) ) in the initial report. This has been updated to depuy synthes products llc. If additional information should become available, a supplemental medwatch will be submitted accordingly.